Manufacturer narrative:
Based on a recent 483 observation from an FDA inspection this event was re-evaluated using the newly adopted global MDR reporting procedure. The event meets the definition of serious injury due to prolonged hospitalization. The embosphere microspheres functioned as intended.

Event description:
The user reported the patient developed post-embolization syndrome with high inflammatory markers after arterial infusion of cisplatin via the right hepatic artery followed by embolization with embosphere microspheres to treat cholangiocarcinoma. Post-embolization syndrome is the most frequent anticipated post-procedure complication related to embolic procedures. Hospitalization was prolonged as the inflammatory markers persisted. The patient recovered and no further injury was reported.